Event description:
New ambu bag was removed from packaging and was attached to patient and oxygen source. Bag failed to fill and did not function. Replacement bag obtained for patient. After event the bag was examined and a seam was found to be defective. Reason for use: decrease in oxygen saturation level.